Manufacturer narrative:
The bench repair technician received and evaluated the device. They ran the device for 5 days and had no issue. There was no failed error in the log file. The bench repair technician could not duplicate the customer's complaint. The bench repair completed the performance maintenance and a full performance verification testing. The device passed all tests successfully and the device was returned to service.

Manufacturer narrative:
Date of report:28jun2021.

Event description:
The customer called technical support (ts) reporting that the device works on a patient but stops for no reason and gives an error, requesting to send to the bench repair. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.